Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. Visual evaluation of the returned device revealed that the suture was intact (unbroken) at the distal end of push catheter. The push catheter was buckled near the proximal end and was kinked near the distal end. The guide catheter was stretched and broken near the proximal end. The proximal broken piece of the guide catheter was stuck on the guidewire. The outer diameter of guidewire assembly measured approximately 0.028". No visible damages were observed on the guidewire. The distal end of the guide catheter was kinked/bent (suture impressions). The outer diameter of the guidewire measured approximately 0.028¿, however the directions for use (dfu) requires a 0.035" guidewire. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is user/use error. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in a patient (patient age, sex, and weight are unknown). During the procedure, resistance was met as the guide catheter was retracted for stent deployment. Force was applied to successfully deploy the stent, however the guide catheter stretched. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.